Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the dn strain relief and was missing. The root cause of the damaged cable is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the patient's electrode belt had a damaged cable.